Event description:
It was reported that during implant the device was not pacing. Upon connecting the device to the ventricular lead of the pacemaker outside of the pocket, the physician noted that it was not pacing. The physician connected the leads back to the analyzer and the physician told the medtronic representative that the device was bad. A new device was implanted and worked fine. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.